Event description:
Additional information was received from a foreign healthcare provider via a company representative. The model number, serial number, and implant date of the pump was provided. Regarding the report of the catheter having fallen off, it was clarified that the first time this issue occurred, the physician¿s operated to replace the catheter. Refer also to MFR report # 3004209178-2023-04878 regarding prior event. It was indicated that the reported staff did not provide the serial/lot number of the catheter that had fallen off for the second time. The cause of the catheter having fell since was unable to be provided. Actions since taken or planned to resolve the catheter having fell a second time was unable to be provided. It was unknown if the issue had been resolved. The current status of the catheter was unable to be provided.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8731sc lot# serial# unknown implanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8731sc, serial/lot #: unknown, ubd: unknown, UDI#: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign, distributor) regarding a patient who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. The patient's medical history included spasm. It was reported that a catheter problem occurred. The patient's catheter had fallen off for the second time. The date of the event was unknown. Regarding diagnostic tests/troubleshooting performed and factors that might have led or contributed to the issue, it was indicated that this was not possible to provide. No surgical intervention was performed or planned. It was unknown if the issue was resolved as of 2023-sep-01. The patient was without injury regarding their status as of 2023-sep-01. The patient's weight at the time of the event was unknown.